Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. What measures were taken to retrieve the needle? The surgeon looked inside the body, while the staff recounted and looked on the floor. Were x-rays taken to locate the needle piece? No. Was there any additional tissue damage as a result of searching for the needle piece? No. Device return status: sent in via ethicon box. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. (S)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 ¿g /m.

Event description:
It was reported that a patient underwent a gastric by pass procedure on an unknown date in (B)(6) 2022 and barbed suture was used. During the procedure, while closing the anastomoses the suture broke as if it was a pop off suture without the surgeon realizing and they had to hunt and found the needle in the stomach cavity. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/14/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one needle/suture piece of product code sxpp1b420 was received for evaluation, the swage and attachment area was noted to be as expected, the suture piece was observed with body fluids and marks on the surface and was cut appears to be by use of the surgical instrument. The product code sxpp1b420 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.